Event description:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed. One side is broken at inside tube by gear mechanism. The exact location is not known by the dealer. In a follow-up call: broken stroller handle. Dealer states the chair has only been in use for 6 months and it broke at the hinge where the two poles meet. The chair has been fixed. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.